Event description:
A medwatch report was received from the hosp indicating that this pt developed a right sided retroperitoneal hematoma following a heart catheterization and stent placement procedure. An angio-seal device was deployed to close the puncture site. St. Jude medical has made several attempts to obtain additional info from the hosp regarding this event. However, the hosp has refused to provide any additional info.